Manufacturer narrative:
Integra has completed their internal investigation on (B)(6) 2015: DHR review cannot be performed at this time as the lot number or product ID was not provided nor was the product sent in for inspection. This review will take place once either or has been provided. No manufacturing or design related trend has been identified. Conclusion: the device was not released for evaluation therefore the root cause to the end users experience could not be determined. This complaint will be reopened should we receive product.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.

Event description:
This is the second of the three reports (same physician, similar device, similar problem, different incident dates). The physician had an issue with the device (product ID not specified) in (B)(6) 2015 where the whole mayfield unit slipped at a juncture of the base on the adaptor. Additional info was requested but as per customer, no further info could be provided (unsure of when the incident happened and unsure which unit was used because they have several devices).